Manufacturer narrative:
The clinical complaint has been investigated. The lot number has been verified and has been confirmed to be released by the company. It has been confirmed that no other clinical complaints were found associated with this lot number. The batch record, qc test reports, and training of staff were analysed and it has been determined that product is within required specifications, and manufactured according to appropriate procedures. Prollenium medical technologies' medical director's response to this adverse event will be provided to the clinic along with the letter indicating approved areas for injection for revanesse versa+ product when requested information for conducting investigation is provided.

Event description:
Based on the information provided, the patient was injected with revanesse versa+ (with lidocaine) 1.2 ml in the lips area of the patient on (B)(6) 2022. Amount of product injected was 0.6 ml in the lips area of the patient, according to the initial report. Patient is female; age of the patient is 32 years old; year of birth: 1989. According to the initial report, four weeks after the injection when the patient woke up in the morning, her lips would be swollen for 4-6 hours. The clinic recommended taking benadryl at night time. (B)(6) the patient reached out again to the clinic and was concerned that her lips were still swollen. No information regarding topic anaesthetic has been provided. No information regarding allergies has been provided. No information regarding medical history and presence of risk factors have been provided. On (B)(6) 2022, shortly after the day of notification, the qa department at prollenium technologies contacted clinic/injector requesting information regarding this clinical complaint. On (B)(6) 2022, qa department at prolleniummedical technologies contacted clinic/injector again requesting information regarding this clinical complaint. No response as of 02 jun 2022 has been received. The qa department will continue the investigation.